Event description:
It was reported that during a supply change the ilet user could not fully attach the adapter to the pump because the adapter and cartridge were attached outside of the pump, indicating an incorrect procedure during infusion set and cartridge change. Education on correct supply change steps was provided and a subsequent supply change with new supplies proceeded without issue. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the connector and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.